Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by physician via email to a company employee and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received poly-l-lactic acid therapy (frequency of treatments, and start date nos). Relevant medical history was not mentioned. No concomitant drugs taken. Sometime in (B)(6) 2008, one and a half yrs after her last poly-l-lactic acid treatment, the pt noticed the appearance of palpable nodules at the application site without local inflammatory reaction. It is unk if any corrective treatment was provided. The pt recovered with sequelae (nos) on an unspecified date. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assesment: highly probable. Additional info received on 17-dec-08: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damage detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.